Event description:
Customer reported that he was hospitalized due to low blood glucose. Trobleshooting was performed and found erratic results in the prime history. Customer stated that he wasn't changing both the infusion site and infusion set together. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.